Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 17:18, the result was 37 mg/dl. The initial reporter believed this sample might have been diluted with interstitial fluid due to excessive squeezing. The operator felt the result was too low and repeated the test using meter serial number (B)(4). At 17:20, the result was 56 mg/dl and at 17:23, the result was 66 mg/dl. Based on these results, no treatment was provided.

Manufacturer narrative:
Control tests were performed every 24 hours and passed. Both meters were returned for investigation. The meters were disassembled for further investigation. No damage or contamination was observed. The log files did not indicate any hardware or software issues that would lead to a measurement discrepancy. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
The reporter's meters were received for investigation and were tested with retention strips and quality controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Meter serial number (B)(6) results: level 1: 43, 44, 43 mg/dl. Level 2: 303, 305, 312 mg/dl. Meter serial number (B)(6) results: results: level 1: 43, 43, 43 mg/dl. Level 2: 301, 303, 302 mg/dl. All returned results are within the acceptable range. The meters were disassembled for further investigation. No damage or contamination was observed. No information was provided that would point to a cause for the result discrepancy.